Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16mar2020.

Event description:
The customer reported that the device does not allow you to monitor the volumes. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 12may2020. B4: 13may2020. The field service engineer replaced the flow sensor assembly and data acquisition board to resolve the issues regarding the device's ability to monitor pressure and volume. The base assembly was also replaced due to damage. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 04aug2020 b4: (B)(6)2020 gas delivery system (gds) was received for evaluation. There were no signs of damage or contamination during visual inspection. The gds was then installed onto a test ventilator in an attempt to duplicate the reported issue. After testing, the reported issue was duplicated and it was determined that the reported issue was caused by physical damage to the o2 flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.